Event description:
The facility's purchasing agent informed the manufacturer's (MFR) rep of the following: prior to implant, the physician was trying to remove the end of the cuff so the physician could pass the catheter through the tunneler. When the physician attempted to remove the cuff, it would not come off and the catheter broke. The device was discarded by the facility and will not be returned. No further details are available.